Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported during op check an error occurred, pads / paddles failure. There was no pt involvement.